Event description:
It was reported that during central processing, the large suture cut needle driver instrument had a defective cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received. Although the complaint was not confirmed by failure analysis since the instrument was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed. The instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The frayed grip cable was found near the grip cable-crimp. Additionally, the instrument was found to have blade damage. Both blade edges were indented. The instrument grips were found with signs of corrosion. Both grips exhibited light pitting corrosion on the outer non-cutting surfaces on the blades. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the reporter and obtained the following additional information: the device was inspected before use, and there was no damage or anything out of the ordinary detected during the inspection. There is no other information available.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The large suturecut needle driver instrument has been transferred to the failure analysis engineer (fae) team. Fae has confirmed the initial findings of cable is defective. The instrument was found to have a frayed grip cable at the corner feature near the crimp on one side of the grip assembly. There was an additional frayed cable strand that stuck out at the grip hub. Some filaments of the cable were frayed, but the cable is not fully broken. The instrument has 4 remaining uses out of 15. There was no evidence of discoloration or corrosion/contamination on the cables to indicate any reprocessing induced issue. The components surrounding the frayed cables did not exhibit any abnormal sharp edges or damage that would have contributed to the cable fraying. The location of the fraying suggests that the cable experienced friction from the corner feature near the crimp that resulted in the cable fraying over time and use. This friction may be caused by the cable slipping out of its track when the grips are at the max yaw position and then being pulled back in when moved to the opposite yaw position. Max yaw position can only be achieved off the system, such as during reprocessing, as yaw position is limited when in use on the system. Additional finding observed unrelated to the primary failure: the instrument was found to have blade indentation damage near the base of the grips on both blades. The additional observation of corrosion, that was not related to the customer reported complaint, was determined to be an expected condition of the grip tips. The observed ¿corrosion¿ is the brazing material that is used to attach the carbide insert to the grip.

Event description:
Refer to h10/h11 for follow-up information.